Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2020, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 21, 2024.